Event description:
In 2005 cytyc's technical support (ts) department rec'd a call from user facility, rep requesting a material safety data sheet (msds) for preservcyt solution because a pt at the facility had ingested preservcyt solution. The reported incident involved a woman who mistakenly drank the contents of an open vial of preservcyt solution that she found in the examining room because she thought it was medicine that she was supposed to take. Ts immediately faxed the msds to the facility and made repeated attempts to get follow-up info on the woman involved in the incident. The woman was admitted into a hosp emergency room for tests and observation. It was reported that she showed no signs or symptoms associated with the ingestion of the preservcyt solution and that her blood was tested for methanol (component of preservcyt solution) levels, which required three days for the results to be known. Ts made multiple attempts to obtain add'l info on the woman's medical status and received info from the reporting facility a week later, indicating that the woman had been released from the hosp after a three-day stay for observation. Detailed info regarding the woman's state of health is not available at this time.